Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter product ID 87 09sc, lot# n306867012, implanted: 2012, explanted: (B)(6) 2018 product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from a patient receiving bupivacaine, clonidine and 'hydromorphine' via an implantable pump. The patient called to request physician listings because their current healthcare professional (hcp) retired. The patient stated they were due for a refill on november 9th. During the call, the patient stated a hcp, "broke a catheter off inside me". Event date was requested and the patient stated, "it's been 2019, I think that's the last time I saw him. I also called them, to see if they'd take me, but they wouldn¿t". The patient stated they had bupivacaine, clonidine and "hydromorphine" in their pump and they had the same medications when this event occurred.

Event description:
Additional information was recieved from the patient indicating that the event took place in (B)(6) 2018. It was stated that 'he wanted to go in my pain sack to remove it and I said no. 1 surgery to 5 hours. My mother asked if it would hurt me later and he said no.' The device remains inside the patient.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2018 product type catheter product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2018 product type catheter product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.